Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 23. Adc field action fa1005-2023 was issued to the us (B)(6) 23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. The voltage was measured and was within specification range. Power adapter passed testing. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed the testing. Visual inspection was performed on the returned reader and no issues were observed. Usb charger and usb cable were returned with the reader. Built-in reader test was performed and the test was passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion were observed. The returned battery voltage was measured, and a power consumption test was performed, and returned battery voltage was within specification. The current draw on the returned reader was not within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. An extended investigation has been performed because the returned reader's off current was observed out of specification. The returned, de-cased reader, universal serial bus (usb) charging cable, and power adaptor were received by the hardware product quality engineering (hpqe) team. A visual inspection on the returned products was performed with a digital microscope. There were no signs of damage, burn marks or other abnormalities during the inspections of the returned reader, usb charging cable, and power adaptor. Reader usage data was inspected and found to be paired with few seconds and more scans. The returned devices were brought to the bench for testing. The returned reader was able to power on with a button press, strip insertion, and usb cable insertion. The returned reader was charged by a known good power adapter and a known good usb cable for a minute while awake and observed a minute while in sleep if the reader was became too hot to hold. The returned reader was not observed to be too hot to hold. The returned reader's battery was measured to be within specification while charging. Off-current consumption testing was performed to check the current draw of the returned reader. The current draw on the returned reader was observed within specification in its off-state. The reader was not drawing any excessive current from the battery. And a thermal inspection was conducted by a thermal camera but hotspots were observed during the inspection. Also indicated that no components on the returned reader were heating up to the point of causing thermal damage. Self-test was performed to check the functionality of the returned reader and the end of the test, a pass message was observed which indicated that the reader was fully functional. The usb charging cable was also tested via cable tester and no electrical short-circuits or open-circuits were observed during the test. That indicated the internal connections of usb cables were functional condition. The usb charging cable was also tested with a known good reader, power adaptor, and battery. The known good reader was able to be connected to a pc. The known good reader was able to be connected with the known good battery which was observed to be charging and indicated the usb cable was fully functional. The returned power adaptor was tested via a continuity test by a multimeter on the two adaptor prongs. During the test, no short-circuit was observed because the prongs were not internally connected. The power adaptor was inspected by thermal camera. During the inspection, no hotspots were observed. There was no heating up issue on the returned power adaptor. Thermal damage was caused if the points were heated up. A load test was performed by a power load test to ensure the returned power adapter maintained the expected voltage. Measurement of voltage was withing specification ranges. The returned power adaptor was also tested with a known good reader, usb charging cable and battery. The known good battery was observed to be charging and indicated the power adaptor was fully functional. Therefore, this issue is not confirmed due to the returned reader, usb cable, and power adaptor passing all testing. There were no evidence of a product malfunction occurring on the reader usb charging cable, power adapter during the investigation. The observations of failing off-current specification during visual inspection were not observed for this reason that was not indicative of product malfunction or defect. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.